Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, the display showed no error, no flickering, missing or faint segments. The circuit board shows no contamination that could temporarily lead to the complained issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs pro meter which could lead to a mis-interpretation of results. The customer stated there were flickering segments in the results field of the display. A display test confirmed the flickering segments. There was no report of misinterpreted patient results.